Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin irritation while wearing an adc freestyle libre sensor. She further reported that on (B)(6) 2019 the insertion site was notable for ¿a rash, redness and pain¿. Customer had contact with a healthcare provider who prescribed an unspecified ointment. The customer also has used an unspecified cortisone preparation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Serial number has been updated from (B)(4) to (B)(4) based on return product. The reported sensor (B)(4) was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. The adhesive was returned and had not come off. Extended investigation has been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found. The investigation showed all processes were effective. No product deficiency was identified. No further investigation is required.

Event description:
Customer reported experiencing skin irritation while wearing an adc freestyle libre sensor. She further reported that on (B)(6) 2019 the insertion site was notable for ¿a rash, redness and pain¿. Customer had contact with a healthcare provider who prescribed an unspecified ointment. The customer also has used an unspecified cortisone preparation. There was no report of death or permanent injury associated with this event.